Manufacturer narrative:
Device is a combination product. Lot number updated from 0024606454 to 0024221120. Expiration date updated from 10/06/2021 to 07/28/2021. Device manufacture date updated from 10/07/2019 to 07/29/2019. Device evaluated by MFR: an examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent od (outer diameter) was measured using snap gauge and the results were within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced but was not able to cross the lesion. After removal, the stent struts was noted to be askew. The procedure was completed with another synergy stent. There were no patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 12mm synergy ii drug-eluting stent was advanced but was not able to cross the lesion. After removal, the stent struts was noted to be askew. The procedure was completed with another synergy stent. There were no patient complications reported.